Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event and device information; however, no further information was known or received. Section d4: model number, serial number, lot number, expiration date, UDI are unknown. Section d6a: date of implant is unknown. Section d6b: date of explant is unknown. Section d10: concomitant medical products and therapy dates are unknown. Section e1: initial report information is unknown. Section h4: device manufacture date is unknown as serial number and lot number are unknown.

Event description:
It was reported that patient's system was explanted. No further information was known or provided.